Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter responded to an anonymous survey for calibra indicating that the patch ripped off going through a doorway. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.